Event description:
Report from the USA stating that the device was "heating up". It is known that the device was not being used during surgery. It was reported that there was no injury associated with this event. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).